Event description:
It was reported that insufficient apposition occurred. A synergy xd drug-eluting stent was deployed; however, it was noted that the stent was insufficiently dilated. A 4.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. Following multiple inflation attempts, the balloon ruptured. The balloon catheter was replaced and the procedure was completed. There were no patient complications nor injuries reported. It was further reported that the target lesion was calcified. A rotablator and a wolverine balloon was used to prepare the lesion.

Event description:
It was reported that insufficient apposition occurred. A synergy xd drug-eluting stent was deployed; however, it was noted that the stent was insufficiently dilated. A 4.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. Following multiple inflation attempts, the balloon ruptured. The balloon catheter was replaced and the procedure was completed. There were no patient complications nor injuries reported.